Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon egm evaluation, patient's implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing episodes. It was suspected that atrial undersensing was causing inappropriate atrial pacing that resulted in blanking of ventricular events. It was noted that this was a rare occurrence and that the patient was in chronic af. Programming changes were discussed. No intervention was reported.